Event description:
A customer reported that the meter is not working. The customer stated that when they inserted the test strip only a partial number was displayed. The "hundreds unit" is not displaying all of the segments. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.